Event description:
Tech alleged that the trendelenburg lever will not lower the bed into the trendelenburg position. No pt impact.

Manufacturer narrative:
The tech replaced the solenoid valve to resolve the issue.